Manufacturer narrative:
Batch review performed on 28 august 2018. Lot 171961: 109 items manufactured and released on 07 september 2017. Expiration date: 2022-08-28. No anomalies found related to the problem. To date, 105 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain about 6 months after primary: the tibial component was loose. The surgeon revised the patella implant, tibial tray and insert. The surgery was completed successfully.